Event description:
It was reported that during a thoracotomy the staples did not form and bleeding occurred. The surgeon used prolene suture to control the bleeding. A green reload was used. The nurse in the operating room was able to give limited information. An offer review instructions and trouble shooting with the surgeon was given. The surgeon did report she was using a green reload, would review the instructions and again wanted to talk to the sales rep. The sales rep has contacted the surgeon. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.